Event description:
It was reported six days post op a colon stricture at sigmoid procedure, a leak was discovered. The patient was hospitalized for one month after the reoperation. It is unknown the reason for the additional hospitalization. The patient recovered and is doing well at this time. Device was discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.